Event description:
It was reported that the user experienced a high blood glucose event while using the ilet, and the blood glucose questionnaire was completed; the device problem and component were not specified. Symptoms included hyperglycemia. Outcomes included no long-term impairment and the user¿s glucose returned to normal range after troubleshooting and education. Investigation included review of the event details and user-reported troubleshooting. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.